Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 01/13/2017. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection with the unaided eye shows the product is cut in half, and was most likely to make the lens explant possible. Considering the condition of the returned lens, additional analysis was not possible. Therefore, the customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The product was manufactured according to specification. A search of complaints revealed that no similar complaints were received for this production order number. Labeling evaluation: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the lenses. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the right eye as the patient came out came more myopic than wanted. There was no incision enlargement, vitrectomy, or sutures done. No patient injury post op. The lens was cut in half at explant. The replacement lens was the same model but a lower diopter (22.5). No further information was provided.